Event description:
Event description boston scientific crm received information that this implantable cardioverter defibrillator (ICD) failed to provide a tachy shock. Specifically, the programmable rate smoothing feature had decreased the rate such that it fell out of the detection zone. No symptoms were reported, and the rhythm spontaneously converted. A boston scientific crm technical services (ts) consultant discussed changing the settings of the rate smoothing feature.